Event description:
Caller reported potential false negative hcg results with the one step+ hcg urine cassette test on two separate pts. There were no quantitative results. Customer stated that the pts were far along in their pregnancy (visual appearance). The urine was freshly voided and tested immediately. No timer was used, the customer stated that the test was read at one minute or so. One device had only the internal control line and the other device had both the control and test lines but test line was very faint. There was no reported adverse pt sequela. There was no specific pt info provided.

Manufacturer narrative:
The customer did not provide a correct lot number. Alere is unable to perform further investigation. Customer indicated one device had a faint test line. This would be considered a positive result. Per product insert, any line regardless of intensity should be considered positive. Pts were far along in pregnancy term, hcg levels could be very high. Hook effect cannot be ruled out. Root cause could not be determined from the info provided. This issue will be tracked and trended.